Manufacturer narrative:
Corrected data: supplemental 002 was erroneously submitted with an incorrect aware date. The updated information was received in may, not april. Let this correction report reflect the accurate aware date of may 14, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the evolutfx-34 valve, the valve was deployed low during the first deployment. The valve was recaptured and deployed a second time when an infolding of the valve was observed which necessitated the removal and replacement with another fx34 valve. The patient, who was described as very fragile, underwent surgery on a table shortly after the second valve was implanted. An echocardiogram revealed a pericardial issue due to an aortic dissection caused by the procedure. Unfortunately, the patient did not support the surgery and died during the night. Additional information was received which confirmed that the previously reported pericardial issue was a pericardial effusion. The timing of the aortic dissection was uncertain as it was not noted until the final angiogram. Per the physician, the cause of the dissection was the patient's aortic angulation of 27° along with difficulty advancing the delivery catheter system (dcs) in the aortic arch and the ascending aorta. Additionally, the first and the second dcs required pressure to advance. For the second valve implant, a non-medtronic (lunderquist) guidewire was put in the pigtail catheter to help the valve cross the aortic arch. Initially, drainage was intended for the pericardial effusion, but then was changed to surgical intervention. The patient's tortuous anatomy and calcified annulus contributed to the dissection. Per the physician, the patient's underlying medical history including lung cancer and having only one lung, along with the accumulation of multiple anatomical difficulties, valve infolding, and the in and out with both dcs, all contributed to the patient's death.

Event description:
It was reported that during a procedure involving the evolutfx-34 valve, the valve was deployed low during the first deployment. The valve was recaptured and deployed a second time when an infolding of the valve was observed which necessitated the removal and replacement with another fx34 valve. The patient, who was described as very fragile, underwent surgery on a table shortly after the second valve was implanted. An echocardiogram revealed a pericardial issue due to an aortic dissection caused by the procedure. Unfortunately, the patient did not support the surgery and died during the night. Additional information was received which confirmed that the previously reported pericardial issue was a pericardial effusion. The timing of the aortic dissection was uncertain as it was not noted until the final angiogram. Per the physician, the cause of the dissection was the patient's aortic angulation of 27° along with difficulty advancing the delivery catheter system (dcs) in the aortic arch and the ascending aorta. Additionally, the first and the second dcs required pressure to advance. For the second valve implant, a non-medtronic (lunderquist) guidewire was put in the pigtail catheter to help the valve cross the aortic arch. Initially, drainage was intended for the pericardial effusion, but then was changed to surgical intervention. The patient's tortuous anatomy and calcified annulus contributed to the dissection. Per the physician, the patient's underlying medical history including lung cancer and having only one lung, along with the accumulation of multiple anatomical difficulties, valve infolding, and the in and out with both dcs, all contributed to the patient's death.

Manufacturer narrative:
Updated data: continuation of d10: first dcs product ID: d-evolutfx-34; product lot number: 0012423694; product type: 0195-heart valves; implant date: not implantable first valve product ID: evolutfx-34; product serial number: (B)(6); product type: 0195-heart valves; implant date: not implanted, second dcs product ID: d-evolutfx-34; product lot number: 0012449254; product type: 0195-heart valves; implant date: not implantable h10. Related report numbers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID d-evolutfx-34; product lot/serial number na; product type: 0195-heart valves; product ID evolutfx-34; product lot/serial number (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the evolutfx-34 valve, the valve was deployed low during the first deployment. The valve was recaptured and deployed a second time when an infolding of the valve was observed which necessitated the removal and replacement with another fx34 valve. The patient, who was described as very fragile, underwent surgery on a table shortly after the second valve was implanted. An echocardiogram revealed a pericardial issue due to an aortic dissection caused by the procedure. Unfortunately, the patient did not support the surgery and died during the night.

Manufacturer narrative:
Continuation of d10. Product ID d-evolutfx-34; product lot number: unknown; product type: 0195-heart valves: non-implantable device updated data: b5. Second paragraph added d10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the evolutfx-34 valve, the valve was deployed low during the first deployment. The valve was recaptured and deployed a second time when an infolding of the valve was observed which necessitated the removal and replacement with another fx34 valve. The patient, who was described as very fragile, underwent surgery on a table shortly after the second valve was implanted. An echocardiogram revealed a pericardial issue due to an aortic dissection caused by the procedure. Unfortunately, the patient did not support the surgery and died during the night. Additional information was received which confirmed that the previously reported pericardial issue was a pericardial effusion. The timing of the aortic dissection was uncertain as it was not noted until the final angiogram. Per the physician, the cause of the dissection was the patient's aortic angulation of 27° along with difficulty advancing the delivery catheter system (dcs) in the aortic arch and the ascending aorta. Additionally, the first and the second dcs required pressure to advance. For the second valve implant, a non-medtronic guidewire was put in the pigtail catheter to help the valve cross the aortic arch. Initially, drainage was intended for the pericardial effusion, but then was changed to surgical intervention. The patient's tortuous anatomy and calcified annulus contributed to the dissection. Per the physician, the patient's underlying medical history including lung cancer and having only one lung, along with the accumulation of multiple anatomical difficulties, valve infolding, and the in and out with both dcs, all contributed to the patient's death.